Event description:
It was reported that three absolute pro stents and a non-abbott stent were implanted on (B)(6) 2012. Sometime after the procedure, it was thought that the patient was experiencing an allergic reaction shortly after the procedure, with histamine-like symptoms. The patient was placed on steroids for treatment. An allergy test was performed which confirmed that the patient was allergic to nickel. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated. There was no reported product deficiency. The reported patient effect of hypersensitivity is a known observed and potential adverse event as listed in the absolute pro vascular self expanding stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. The additional absolute pro devices referenced are being filed under separate medwatch reports.